Event description:
Boston scientific received information that the right ventricle (rv) lead was dislodged. As a result, decreased sensing and high pacing thresholds were present. Loss of capture was also present. Additional information was received that the revision took place and after the lead was repositioned with good impedance measurement of 400 ohms. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.